Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's cannula was bent and had a possible infection due to which she experienced high blood glucose level of 900 mg/dl and had high ketone levels. Therefore, the patient removed the infusion set. Subsequently, the patient went to the emergency room and was admitted to the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.